Event description:
The consumer states on friday (B)(6) the left rear caster came off, she fell to the ground and bruised her left leg. She was seen by a doctor who gave her ice packs to help with the swelling. She states she had only had the rollator for two weeks.